Manufacturer narrative:
The safeop system was not returned for evaluation. A video was provided that confirmed the failure mode. Review of device history records showed no manufacturing or processing related irregularities. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Based on the information provided, the root cause could not be determined. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
During a spinal procedure, the unit was not displaying semg activity. The tablet was restarted, which resolved the issue.